Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, while on the third firing of the gun the staple line look like the staples hadn't formed properly. The gun was changed for the rest of the case and no further problems were encountered. The staple line that looked unformed was over sewn for added strength. There was increased monitoring of the patient to look out for signs of a leak. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.